Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 36 mg/dl at the time of the incident, and 139 mg/dl at the time of the call. The customer had air bubbles in the tubing, and felt that the motor was moving on its own. The customer also wears a libra and stated that the pump does not show the full information. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit was programmed with a 1.5 u/h basal rate and monitored 2 days. Several bolus were also delivered. Unit was delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. No possible over delivery anomaly noted. Unit was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and cracked reservoir tube lip.